Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the pump for insulin therapy. There was no adverse impact on customer's blood glucose level.